Event description:
It was reported that during use of the pump, the user was unable to slave the arterial pressure. The pt was transferred to another pump using the same cables and the second pump operated without any problems. There were no pt complications.